Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil remains in the patient and the pusher was discarded at the user facility, therefore, a device analysis could not be performed and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature, and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during deployment of an embolization coil, the coil would not detach. During withdrawal, the coil detached in the microcatheter. The coil was pushed into the aneurysm with the guide wire. There was no reported patient injury, or additional intervention.